Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6), 2010. According to the complainant, the patient experienced an unknown injury. According the physician's office, the patient was last seen by the doctor in (B)(6) of 2012 and did not present with any complications. The exact date was not provided. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.